Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in concomitant medical products, update device evaluated by manufacturer, and to provide the completed investigation results. Two actual samples were received for evaluation. The actual samples were the glidewire advantage (actual guide wire) with the distal part of a competitor's balloon catheter (involved catheter) sticking on it (called sample 1 in this report), and the proximal part of the involved catheter (sample 2). Sample 1 and 2 were inspected with unaided eye, under magnification and x-ray fluoroscopy. Actual guide wire: magnifying inspection did not find any visible anomaly, including a break or kink, in the appearance; x-ray fluoroscopic inspection of the segments underneath the distal part of the involved catheter did not find any visible anomaly, including a break or kink; the total length of the actual guide wire sample was measured and confirmed to be approximately 2600 mm, which is equal to that of a current product sample of the involved product code (approximately 2600 mm). Based on this, it was confirmed that the actual guide wire did not lose any part of the shaft. Involved catheter: the balloon and the inner shaft had been fractured; the distal end of the inner shaft had been elongated; the inner shaft located under the balloon was approximately 130mm in total length (approximately 110 mm in the distal part and approximately 20 mm in the proximal part); the balloon was confirmed to be approximately 71 mm in total length (approximately 66 mm in the distal part and approximately 5 mm in the proximal part). Based on this, the inner shaft of the part located under the balloon had been elongated by 59 mm. The actual guide wire was found to be stuck to the elongated part of the inner shaft. The inner shaft was found to have been buckled partially. Based on this, it is likely that the involved catheter was subjected to pulling and compressing force. An attempt to remove the actual guide wire from the involved catheter was made; however, failed due to the elongation and buckling of the catheter's inner shaft. The state of the guide wire surface on the area sticking to the inner shaft of the involved catheter was unable to be evaluated. In order to evaluate the state of the hydrophilic coating, the surface of the actual guide wire was inspected under electron-microscope on the area other than that sticking to the catheter's inner shaft and found to have crackle patterns peculiar to this product, which indicated that the hydrophilic coating had not been removed from the surface (the hydrophilic coating becomes swollen when it contains moisture; in the dry state, it becomes crackled in the peculiar way; the crackle pattern has some inter-individual deference by product). The outer diameter of the actual guide wire was measured at the points that were not covered by the catheter's inner shaft and confirmed to meet the specifications: distal end: 0.84mm and middle of the shaft: 0.84mm. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advavtage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the involved catheter was exposed to pulling force due to some factors and its inner shaft became elongated; the actual guide wire became stuck in that elongated part of the catheter's inner shaft; subsequently, when the actual guide wire sample in that state was pulled in the withdrawal direction, the competitor's catheter was exposed to compressive force, resulting in the generation of buckling of the inner shaft, and as for the cause of the fracture on the competitor's balloon catheter, it was unable to be clarified since terumo has no technical information on the competitors product. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint file. Please see MDR 2243441-2019-00080 for the importer report. (B)(4).

Event description:
The user facility reported that the radifocus balloon became stuck on the wire and a larger opening needed to be created to retrieve the balloon. The procedure was a right venous stick for angioplasty stent subclavian vein. The patient was in stable condition, and the procedure was successful. Additional information was received on 07aug2019. The access location was extended into a small incision to visualize the cephalic vein during retrieval and the physician was able to pull the guidewire out under fluoroscopic and visual guidance. Fortunately, the portion of the balloon was still on the wire. Estimated blood loss was minimal and controlled.